Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patients ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient could not communicate with the ipg and patient programmer was showing the message: ipg not found. After the battery was recovered, the ipg communicated, was fully charged, and was functionally tested to manufacturing specifications using the autotester and passed testing.